Event description:
It was reported that the patient presented in clinic for an unknown procedure. During the procedure, it was found that the right ventricular set screw could not be engaged by the hex wrench, and failed to be removed from the header. The device was then explanted and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
Related manufacturer reference number: 2017865-2022-11588 related manufacturer reference number: 2017865-2022-11589 new information received notes that the patient originally presented in clinic for lead revision procedure due to the dislodgement of their atrial and right ventricular leads. The atrial lead was repositioned and the right ventricular lead was explanted and replaced during the procedure on (B)(6) 2022, while the implantable cardioverter defibrillator was explanted and replaced. The patient was stable.